Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2009; 5866-38m adaptor, implanted: (B)(6) 2009; dtma1d1 crtd, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) eroded through the skin. The crtd system was explanted and not replaced per patient request. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.